Manufacturer narrative:
(B)(4).

Event description:
On 20dec2016 a patient (pt) called to report that he/she was diagnosed with an os corneal ulcer in (B)(6) 2016 while wearing the acuvue oasys for astigmatism brand contact lens. The pt reported that two lenses tore on his/her eye and he ¿developed the ulcer on the cornea.¿ the pt reported that the suspect lens was discarded. On (B)(6) 2016 a call was placed to the pt who reported that the os was ¿itching/burning and he/she could not open his/her eye.¿ the pt reported that he/she had worn the lenses about 2 weeks at the time of the event. The pt also reported that the eye care provider (ecp) advised the pt that ¿the ulcer could have occurred from sleeping in the lens or a ¿bacteria¿ from the lens.¿ the pt reported that he/she was prescribed antibiotics eye drops, but the name of the eye drop and the frequency of the treatment were unknown. The pt reported that the corneal ulcer had resolved and he/she had returned to contact lens wear. On 09jan2017 the pts treating ecp was contacted and the following additional medical information was obtained as follows: the pts treating ecp reported that the pt was ¿first seen as a walk-in and diagnosed with a corneal ulcer os located about 11 o¿clock, not central and closer to the ear.¿ the ecp reported that the pt was prescribed vigamox every 2 hours for 2 days, then qid for another 5 days and bacitracin ointment at bedtime. The ecp reported that ¿he/she believer that the pt had an ongoing issue as the pt states he/she had irritation while wearing the lenses, would stop wearing them and would be fine, then more irritation when starting to wear the lenses again.¿ the ecp also reported that the pt stated that he/she was ¿sleeping in the cl and over wearing them.¿ the ecp also reported that ¿no corneal scar anticipated and pts va had not been affected, pt able to see 20/20.¿ no additional medical information was obtained. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00lq54 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.